Manufacturer narrative:
Information in this report was previously submitted under medical device report number 1822565-2016-01598. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing a possible metal allergy, swelling and inflammation.

Manufacturer narrative:
This report is being submitted to amend sections. No devices were received; therefore the condition of the components is unknown. The components were reviewed for compatibility with no issues noted. This device is used for treatment. A product history search identified no other complaints for the part and lot combinations of the femoral or tibial component. Reported information states that patient has a possible metal allergy. Operative notes from the primary surgery state that the patient underwent bilateral total knee arthroplasty due to osteoarthritis of both knees. Full range of motion and central patella tracking were noted with the final components for both the right and left knee. The surgeon noted no surgical complications. Office visit notes state that the patient was experiencing pain and intermittent swelling. The notes state that bilateral x-rays showed anatomic alignment and no evidence of fracture or hardware failure. Per the nexgen cr-flex and lps-flex gender solutions package insert swelling and inflammation are known risks of this procedure. A definitive root cause cannot be determined with the information provided.